Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found that the communication of the leica ohx failed in the microscope calibration. The leica ohx needed an external connector interface. Product event summary #s7 the communication of leica ohx failed in the microscope calibration. Product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: the communication of leica ohx failed in the microscope calibration. The leica ohx need a external connector interface.; resolved: no. Product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: the communication of leica ohx failed in the microscope calibration.; resolved: no. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a microscope was not communicating with the navigation system in microcal. No patient present at the time of the event.